Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-8336-50.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: COVEREDGE 32 SURGICAL LEAD KIT 50 CM.Unique Identifier (UDI) #: (b)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (SCS) system passed away. The cause of death is unknown. No further information has been obtained.